Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. The additional device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using the pre-close technique, via a 6f sheath hole, prior to an endovascular aneurysm repair (evar) procedure. Reportedly, with 3 prostyle devices, cuff misses occurred due to calcification as the sutures were not present when the plungers were removed. The sutures of 2 new prostyle devices were successfully pre-placed. The sheath was upsized to a 16f, and the evar procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. It was noted that 2 prostyle devices were successfully pre-placed and used to achieve hemostasis on the left side. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.